Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following implant of the left ventricular (lv) lead, the patient had moved themselves out of the bed and it was suspected that the movement caused the lv lead to move. The lead was repositioned and during the lead revision procedure, the right atrial (ra) lead was "knocked off" and had to be repositioned. The lv lead and ra lead remain in use. No patient complications have been reported as a result of this event.